Manufacturer narrative:
Batch review performed on 13 december 2023. Lot 1811330: (B)(4) items manufactured and released on 28-mar-2019. Expiration date: 2024-mar-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 13 december 2023. Gmk-sphere 02.12.0512fr tibial insert fixed sphere flex size 5/12 mm r (k121416) lot 1902507: (B)(4) items manufactured and released on 03-jul-2019. Expiration date: 2024-may-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot 1909611: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-feb-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 3 years and 5 months after the primary surgery, the surgeon removed all components and implanted an antibiotic spacer.